Event description:
Customer stated that he has experienced low blood glucose for a couple of days. He had a low about two weeks ago and the paramedics were called. The paramedic instructed the customer to drink orange juice. Customer did not eat enough and that cause the low blood glucose. Customer was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.